Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged with an alternate wall adapter. Additionally, the pump time and date were incorrect, cause was unknown. Reportedly, the customer corrected the time and date to resolve the issue. There was no reported impact to the customer¿s blood glucose.